Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. While checking for release criteria the patient's blood pressure dropped and a pericardial effusion was discovered. The physician performed a pericardial tap to drain the effusion and treat the patient. The effusion did not resolve, and the patient was then brought to surgery to treat the effusion. During surgery the effusion was repaired and the laa of the patient was clipped. The patient did well following surgery and has since been discharged from the hospital.